Event description:
It was reported that the customer stated his blood glucose levels will be normal, but his sensor will show that he has low blood glucose levels, and cause his insulin pump to go into threshold suspend. Standard troubleshooting was performed. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.